Manufacturer narrative:
The investigation into the reported limb ischemia -reversible has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a 33-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support after the patient began to decompensate post trachial dilation. The patient developed limb ischemia secondary to percutaneous right axillary approach. The medical team decided to explant the pump and later replaced it with another impella cp with left axillary access. The patient was in critical condition and was being closely monitored.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿